Event description:
It was reported that during an attempted implant, the physician used the left ventricular (lv) lead with an old fashioned valve. The lv lead turned into the stopcock channel and became stuck. The physician attempted to remove the lv lead from the channel, however this action required use of extensive force. The physician decided to remove the whole system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was an observation on the lv1/distal electrode. Visual summary analysis of the lead indicated damage at implant and the lead's distal end curved inside of the valve's stopcock channel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).